Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years, 8 months. The device was not explanted and is not available for evaluation. The system controller is expected to be returned but has not yet been received. No further information was available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016 the patient was found down by their spouse and the lvad system was producing a "red" alarm. It was reported that the patient had fallen asleep on battery power and the alarm was suspected to be the "red battery alarm". The patient expired on (B)(6) 2016 with the cause of death reported as cardiac arrest coinciding with a possible neurological event. It was reported by the vad coordinator that the event was unexpected; the patient was reported to be stable and doing well. The lvad system had been interrogated the prior day and was found to be functioning well. It is suspected that the patient had a neuro event and was unable to respond to the alarm. No additional information was available.

Manufacturer narrative:
No equipment was returned for evaluation. The pump was not explanted. A correlation between the patient's unexpected expiration and the pump could not be conclusively determined. The instructions for use lists neurologic dysfunction as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.